Event description:
Reportedly, the hospital staff was checking the swan-ganz catheter prior to use. The balloon inflation was tested and it was noted that the balloon was not in the correct position on the catheter but protruding off the end of the catheter. Follow up with australian regulatory associate, indicated that "it appeared as if the balloon had slipped off the end of the catheter." No patient complications reported.

Manufacturer narrative:
Device not returned.